Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging that the meter was displaying the battery indicator symbol. The customer care advocate found out that a lithium battery was being used, which is known to decrease the number of testing. The reporter did not have an alkaline battery to insert into the meter at the time of the call; therefore, the alleged issue was not resolved with troubleshooting. There was no allegations of harm of injury as a result of the alleged issue.